Event description:
As shown, tubing found broke off of bd alaris IV administration set. It was reported that the rn noted, the drip was leaking when he discovered the break in the tubing. FDA safety report ID # (B)(4).